Manufacturer narrative:
A sample has been received but has not yet been evaluated. The device history records for the component lot was reviewed. Unrelated processing abnormalities were found during the review. The associated lot (1) was released based on the manufacturer's acceptance criteria. A root cause has not been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported a dull knife during surgery. The knife was exchanged and the procedure was completed without delay or patient harm.